Manufacturer narrative:
The cause of the injury was not determined due to insufficient clinical details. The cause of the kink was not determined without returned product investigation and sufficient clinical details. The cause of the low or blocked pump flow issue was not determined without returned product investigation and sufficient clinical details, including data logs.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 56-year-old male patient was admitted to the hospital with acute myocardial infarction cardiogenic shock with a mean atrial pressure of 56 mmhg (under 1 catecholamine) and a left ventricular enddiastolic pressure of 41 mmhg in society for cardiovascular angiography and interventions shock stage b. He had a known history of diabetes mellitus. The complaint took place after the pump was inserted successfully: the patient started top have suction shortly after starting the impella cp pump. Upon an x-ray, it was obvious that the cannula was kinked and would not straighten out with any repositioning techniques attempted. Subsequently, the device was removed and new impella was placed. This complaint is rather a misuse of the impella cp pump than a device-related issue. Presumably, the treating physicians did push the pump too deep into the left ventricle that is kinked. The companies¿ recommendation is a smooth insertion under fluoroscopic guidance to position the radiopaque marker on the impella cp cannula approximately 3.5 cm away from the aortic valve anulus. No patient symptom code other than ¿no information available¿ can be found for these 2 impella cp pumps, but the first pump replacement is coded conservatively, while with the second pump no complaint was recorded." An impella cp showed kink in cannula leading to low flow / suction alarms after insertion. The device was removed and replaced with a second device. This is considered a reportable malfunction.